Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The severely calcified lesion was located in the coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at third inflation at 10atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.